Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qhmkqr /sxpp1a40112, and no non-conformances related to the reported complaint condition were identified. The product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that one opened sample of product code sxpp1a401 could be observed. The strand could be observed used and broken in several section. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral strength = 2360 g/m.

Event description:
It was reported that the patient underwent hysteromyomectomy surgery on (B)(6) 2021 and barbed suture was used. During the procedure the suture broke during use. Changed to another device to complete the surgery. There were no adverse patient consequences reported.